Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the account and replaced multiple parts. Replaced parts included bellows [part 2-89055-02], poppets [valve, poppet set part 09d36-02], lamp [part 09d45-02], multiple tubings [tubing, peristaltic head (rohs) part 7-35009685-01, c8000 sample probe tubing part 01g48-04, sample probe tubing part 02p77-01, reagent probe tubing part 02p76-01], mixer [part 09d59-02], cuvette drying tip [part 09d51-02], and sample probe [part 01g47-04]. The fsr rebuilt the analyzer syringes, aligned the mixer height, aligned the cuvette height, manually washed the cuvettes, and calibrated probes. Inspection showed all cuvettes were in good condition. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument service review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results while using the architect c4000 analyzer. The following data was provided. The customer uses normal range 9.5 to 10.5 mg/dl. Initial greater than 18 mg/dl, repeat 8.5 mg/dl. No impact to patient management was reported.